Event description:
The patient with history of idiopathic ventricular fibrillation with cardiac arrest who underwent implantation of a single chamber implantable cardiac defibrillator (ICD) several years ago. There had been no shocks from the device from the time of implantation until this recently. At that time, there were numerous device-recorded episodes. Interrogation of the device revealed that the generator was within end-of-life parameters. The patient reported no symptoms during the period that the shocks were administered. In the hospital procedure room, the leads were removed from the generator and visually inspected and tested. The sensed r wave of the pace sense lead was quite low at 2 millivolts with a high threshold of 3.5 volts. Therefore the right ventricular (rv) pace lead was replaced. On inspection it was determined that the rv defibrillation lead was totally fractured at the insertion site under the clavicle. The fractured lead was replaced and the rv pacing lead that had been previously placed was removed. The entire system was thoroughly tested indicating correct sensing.